Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Patient - udf: our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of the lupine anchor inserter broke off into the joint space. The surgeon could not locate the fragment, and so was unable to retrieve it from the body. However, the procedure was concluded successfully without further issue or harm to the patient.